Manufacturer narrative:
Investigation summary: no sample sent, only pictures were provided by the customer. DHR was reviewed. No quality notifications were found. Maintenance incidents were found for occurrences on the packing machine. Those occurrences were addressed to improve the machine performance and not impacting in quality final product. The packing machine experienced failure during paper replacement in the wrapper. The last one has gone through the following process without identification. It was one point failure of the new paper set up process. Bd can confirm the defect of label content missing. According with the internal standards, we emphasizes that during production the inspection of incorrect identifications or missing is carried out in each 120 minutes of 40 pieces during production in the packing machine. If one package identification is not printed the entire batch is rejected. This failure was considered as rare, and it is being monitored to evaluate the trend in case this failure occurs again. CAPA is not required. Complaints received for this device and reported condition will continue to be tracked. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd¿ precisionglide¿ needle there was an issue with labeling error. There was no report of injury or further medical intervention.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ precisionglide¿ needle there was an issue with labeling error. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: no sample sent, only pictures were provided by the customer. DHR was reviewed. No quality notifications were found. Maintenance incidents were found for occurrences on the packing machine. Those occurrences were addressed to improve the machine performance and not impacting in quality final product. The packing machine experienced failure during paper replacement in the wrapper. The last one has gone through the following process without identification. It was one point failure of the new paper set up process. Bd can confirm the defect of label content missing. According with the internal standards, we emphasizes that during production the inspection of incorrect identifications or missing is carried out in each 120 minutes of 40 pieces during production in the packing machine. If one package identification is not printed the entire batch is rejected. This failure was considered as rare, and it is being monitored to evaluate the trend in case this failure occurs again. CAPA is not required. Complaints received for this device and reported condition will continue to be tracked. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd¿ precisionglide¿ needle there was an issue with labeling error. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no.

Event description:
It was reported with the use of the bd precisionglide needle there was an issue with labeling error. There was no report of injury or further medical intervention.